Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime, the care giver (cg) revealed that she restarted with a new cassette and reconnected the same bags. The technical service representative (tsr) explained the alarm and the set up process to the cg. The cg would restart with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg, it was revealed that they understood that it was not correct procedure to change out only the cassette. The cg stated they were able to continue therapy once they started over with new supplies. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.